Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that the trial patient needed to increase the amplitude higher than the left side. The patient stated they were no sure if the lead had moved ¿or what¿. It was advised it was okay to increase the amplitude level if needed as long as it was comfortable.